Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, multiple signs of abrasion were seen along the lead body. In particular in the distal area, the insulation was damaged by fraying. This damage manifestation is with high probability the cause for the oversensing mentioned in the complaint. The position and characteristics of the fraying lead to the assumption of severe mechanical stress in the area of the tricuspid valve. Considerable lead movement should be considered as cause. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The damaged lead fixation sleeve is probably due to a tight binding of the ligature. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that the lead was explanted due to oversensing and replaced. The patient received an upgrade from a single-chamber ICD to a dual-chamber ICD at the same time. No deterioration of the patient's state of health was reported.